Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, they experienced a urethro-vag fistula, possible osteitis, pain, vaginal discharge, pubic bone soreness and incontinence. Pt reported they had constant infections and takes antibiotics every so often for infection. Pt cannot do any lifting because their "bladder has dropped so much." The pt reported the device was removed. Pt reported the dr wants to put in another sling. The device was not returned for eval. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specifications, and co is unable to determine the specific relationship of the device to the event.